Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the anterior cuff became detached from the needle tip while retracting the needle plunger to retrieve the suture as evidenced by damaged anterior cuff tabs and needle barb. Subsequently, a failure to retrieve the suture occurred which could appear very similar to the reported suture break. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors for the anterior cuff-to-needle tip detachment during the suture retrieval process included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. However, the suture and link were returned intact. There was no indication that the suture or link might have been dragged through the suture bearing or device while retracting the needle plunger which could contribute to cuff-to-needle tip detachment. Also, there was no indication that the anterior cuff was captured in the suture knot which could cause the cuff to detach from its needle tip. Furthermore, during testing, the plunger was inserted and retracted successfully without any observable resistance. Every cuff is inspected and tested for proper assembly during manufacturing. There were no challenging anatomical conditions reported which could create resistance to the needle plunger retraction and cause the anterior cuff to detach from its needle tip. Abruptly pulling out the plunger after needle deployment could cause the anterior cuff to detach. However, there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the investigation findings, the probable cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint. A query of the database for this lot based on the actual investigation findings revealed no other incidents that exhibited anterior cuff-to-needle tip detachment as this incident.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a coronary diagnostic procedure which used a 6f sheath. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is trained in the use of the perclose proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.